Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with injection vancomycin (1gm, every 5days, intraperitoneal) and injection meropenem (500mg, once daily, intraperitoneal) for peritonitis. On an unknown date, the patient was discharged from the hospital. The patient recovered from cloudy effluent on an unknown date and is recovering from abdominal pain. Pd therapy was ongoing. No additional information is available.